Manufacturer narrative:
(B)(4).information was not provided by the affiliate. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open ascending colectomy, some staples of the distal part were unformed at the 1st firing. The doctor commented that she had grasped the firing trigger completely. Tlc was used to complete the case. Reinforcement material was not used. There were no adverse consequences to the patient.